Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional tests could not be performed due to the unresponsive keypad. The insulin pump had broken battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported the keypad on the insulin pump was not responding. The device also was chipped where the battery cap was. Customer's blood glucose was 328 mg/dl, customer attempted to treat with the device but it did not work. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.